Manufacturer narrative:
Article citation: holzgreve, h., davies o, sharma b, pace e, macneill f. A lymphoma has formed on the breast implant [am brustimplantat hat sich ein lymphom gebildet]. 38 mmw fortschritte der medizin, 2019; 16/161. The events of lymphoma - alcl - suspected and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: alcl (markers not confirmed); seroma date of alcl diagnosis: 7 years from device implant

Event description:
Through journal article "a lymphoma has formed on the breast implant [german title: am brust implantation hat sich ein lymphom gebildet], patient was reported to experience "over the course of a 3 weeks period patient developed in the right breast a significant painless swelling", "[imaging] showed a large seroma in the area of an intact breast implant", "analysis of the aspirated fluid revealed evidence of an anaplastic large cell lymphoma" and upon explant "two settlements of the tumor were clearly visible on its surface." Pathology has not been received and the markers of cd30+ and alk- have not been reported/confirmed. Affected side is right. Device has been explanted. Manufacturer of the device is unknown.